Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), genital haemorrhage ('abnormal bleeding (general)'), cholecystectomy ('surgery (other) type of surgery: gallbladder removal'), haemorrhoids ('hemorrhoids') and cholelithiasis ('I also had gallstones') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: necon from 2012 to 2013 and iud from (B)(6) 2011 to 2012. Concurrent conditions included hemorrhoids since (B)(6) 2016 and cholecystectomy since (B)(6) 2016. Concomitant products included oral contraceptive nos from (B)(6) 2016 to (B)(6) 2016. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), malaise ("felt very sick"), dyspepsia ("not able to digest"), fatigue ("fatigue"), diarrhoea ("gastrointestinal and digestive system condition : diarrhoea"), scar ("acne scar") and dilated pores ("larger pores due to acne"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("pain right side,lower abdomen"), 23 days after insertion of essure. In 2014, the patient was found to have weight increased ("weight gain") and experienced limb mass ("rashes or skin conditions : bumps on legs and arms") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse, so bad that can not have intercourse with my husband.") And acne ("hormonal changes : acne"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavier periods with blood clots"). In (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), haemorrhoids (seriousness criterion medically significant), pelvic pain ("pelvic pain right side / pain"), abdominal pain ("abdominal pain"), abdominal distension ("stomach was swollen, my stomach swells up."), depression ("depression"), gastritis ("gastritis"), uterine tenderness ("uterus was tender"), cholelithiasis (seriousness criterion medically significant) and feeling abnormal ("brain fog"). The patient was treated with surgery (gallbladder removed, surgery (other) type of surgery: gallbladder removal, to remove the essure implant,hysterectomy with bilateral salpingectomy. And underwent hemorrhoids surgery). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, cholecystectomy, haemorrhoids, abdominal pain lower, abdominal pain, dyspareunia, menorrhagia, abdominal distension, depression, weight increased, nausea, fatigue, alopecia, adenomyosis, gastritis, uterine tenderness, cholelithiasis and feeling abnormal outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, headache, acne, limb mass, migraine, malaise, dyspepsia, diarrhoea, scar and dilated pores had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, alopecia, cholecystectomy, cholelithiasis, depression, diarrhoea, dilated pores, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastritis, genital haemorrhage, haemorrhoids, headache, limb mass, malaise, menorrhagia, migraine, nausea, pelvic pain, scar, uterine perforation, uterine tenderness and weight increased to be related to essure. The reporter commented: the endometrium was thin and no lesions or polyps were seen. Both tubal orifices were visualized. 6 coils of the device were intrauterine. The contralateral tubal opening was visualized and an essure device placed into that tube up to the black ring and the device deployed according to the manufacturer's protocol. 6 coils were visible. Discrepancy note date of insertion :- 2012, on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Colonoscopy - on an unknown date: results: gastritis. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. That everything looked fine. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media document received :- reporter information was added. New event added gallstones, brain fog. Perforation nos updated to uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), genital haemorrhage ('abnormal bleeding (general)'), cholecystectomy ('surgery (other) type of surgery: gallbladder removal') and haemorrhoids ('hemorrhoids') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: necon from 2012 to 2013 and iud from (B)(6) 2011 to 2012. Concurrent conditions included hemorrhoids since (B)(6) 2016 and cholecystectomy since 2016. Concomitant products included oral contraceptive nos from (B)(6) 2016 to 2016. (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), malaise ("felt very sick"), dyspepsia ("not able to digest"), fatigue ("fatigue"), diarrhoea ("gastrointestinal and digestive system condition : diarrhoea"), scar ("acne scar") and dilated pores ("larger opores due to acne"). On (B)(6) 2013, the patient experienced abdominal pain lower ("pain right side,lower abdomen"), 23 days after insertion of essure. In 2014, the patient was found to have weight increased ("weight gain") and experienced limb mass ("rashes or skin conditions : bumps on legs and arms") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and acne ("hormonal changes : acne"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavier periods with blood clots"). In (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6)-2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), haemorrhoids (seriousness criterion medically significant), pelvic pain ("pelvic pain right side / pain"), abdominal pain ("abdominal pain"), abdominal distension ("stomach was swollen"), depression ("depression"), gastritis ("gastritis") and uterine tenderness ("uterus was tender"). The patient was treated with surgery (surgery (other) type of surgery: gallbladder removal, to remove the essure implant,hysterectomy with bilateral salpingectomy. And underwent hemorrhoids surgery). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, cholecystectomy, haemorrhoids, abdominal pain lower, abdominal pain, dyspareunia, menorrhagia, abdominal distension, depression, weight increased, nausea, fatigue, alopecia, adenomyosis, gastritis and uterine tenderness outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, headache, acne, limb mass, migraine, malaise, dyspepsia, diarrhoea, scar and dilated pores had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, alopecia, cholecystectomy, depression, diarrhoea, dilated pores, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastritis, genital haemorrhage, haemorrhoids, headache, limb mass, malaise, menorrhagia, migraine, nausea, pelvic pain, perforation, scar, uterine tenderness and weight increased to be related to essure. The reporter commented: the endometrium was thin and no lesions or polyps were seen. Both tubal orifices were visualized. 6 coils of the device were intrauterine. The contralateral tubal opening was visualized and an essure device placed into that tube up to the black ring and the device deployed according to the manufacturer's protocol. 6 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Colonoscopy - on an unknown date: results: gastritis. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlsion. That everything looked fine. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event added: my uterus was tender. Historical and concomitant drugs were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("abnormal bleeding (general)"), cholecystectomy ("surgery (other) type of surgery: gallbladder removal") and haemorrhoids ("hemorrhoids") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemorrhoids since (B)(6)2016 and cholecystectomy since (B)(6)2016. In 2013, the patient experienced migraine ("migraine"), nausea ("nausea"), malaise ("felt very sick"), dyspepsia ("not able to digest"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), diarrhoea ("gastrointestinal and digestive system condition : diarrhoea"), scar ("acne scar") and dilated pores ("larger opores due to acne"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, 23 days after insertion of essure, the patient experienced abdominal pain lower ("pain right side,lower abdomen"). In 2014, the patient experienced weight increased ("weight gain"), limb mass ("rashes or skin conditions : bumps on legs and arms") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced dyspareunia ("painful intercourse") and acne ("hormonal changes : acne"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavier periods with blood clots"). In (B)(6)2016, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6)2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), haemorrhoids (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), pelvic pain ("pelvic pain right side / pain"), gastritis ("gastritis"), abdominal distension ("stomach was swollen") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant,hysterectomy with bilateral salpingectomy.), surgery (surgery (other) type of surgery: gallbladder removal) and surgery (underwent hemorrhoids surgery). Essure was removed on (B)(6)2016. At the time of the report, the perforation, cholecystectomy, haemorrhoids, depression, weight increased, dyspareunia, abdominal pain lower, menorrhagia, nausea, fatigue, alopecia, adenomyosis, gastritis, abdominal distension and abdominal pain outcome was unknown and the genital haemorrhage, headache, pelvic pain, acne, limb mass, migraine, malaise, dyspepsia, dysmenorrhoea, diarrhoea, scar and dilated pores had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, alopecia, cholecystectomy, depression, diarrhoea, dilated pores, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastritis, genital haemorrhage, haemorrhoids, headache, limb mass, malaise, menorrhagia, migraine, nausea, pelvic pain, perforation, scar and weight increased to be related to essure. The reporter commented: the endometrium was thin and no lesions or polyps were seen. Both tubal orifices were visualized. 6 coils of the device were intrauterine. The contralateral tubal opening was visualized and an essure device placed into that tube up to the black ring and the device deployed according to the manufacturer's protocol. 6 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Colonoscopy - on an unknown date: gastritis. Hysterosalpingogram - on (B)(6)2013: total bilateral occlsion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received : new events "genital haemorrhage, cholecystectomy, abdominal pain lower, acne, menorrhagia, limb mass, migraine, nausea, malaise, dyspepsia, dysmenorrhoea, fatigue, diarrhoea, alopecia, adenomyosis, gastritis, abdominal distension, pain, abdominal pain, acne scars, larger pores, haemorrhoids." Were added. Patient¿s demographics were added. Onset dates were added. Event outcomes were added. Surgeries were added. Concomitant conditions were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("headaches"), depression ("depression"), weight increased ("weight gain"), dyspareunia ("painful intercourse") and pelvic pain ("pelvic pain right side / pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, headache, depression, weight increased, dyspareunia and pelvic pain outcome was unknown. The reporter considered depression, dyspareunia, headache, pelvic pain, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.